Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing pain and their implantable cardiac monitor (icm) had migrated into the pleural space. The device remains in use but device explant is planned. No further patient complications have been reported as a result of this event.